Event description:
Technician alleged that when raising the left siderail, it was not latching, intermittently, on this sold eval bed. He found this bed had older siderails with the hole in the arm. This bed needed to have the mod 414-01 performed. Repair has not been completed at this time.